Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensed noise with movements. The physician elected to reprogram the device to bipolar sensing and adjusted the automatic gain control feature pending anticipated x-ray imaging and another in-clinic follow-up to further assess the rv lead. It was stated that the device was approaching a replacement for normal battery depletion and the physician was considering replacing the lead during this procedure. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.